Event description:
The patient stated that the ok button requires 3-4 button presses to activate desired pump functions. She says that the bolus doses are being cancelled due to difficulty pressing the buttons. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to have a delayed response to presses. The keypad was removed and adhesive was observed under all button contacts. The bolus button was also found to be difficult to elicit a response. Unrelated to the complaint, the display was found to be dim and miscolored and the piston cap was found to be missing; these issues are obvious and detectable by the user and should alert the user to discontinue use of the device.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.